Event description:
The facility reports the sling strap broke and the resident fell out of the lift, hitting their ribs on the floor and their head on the mast. X-rays were taken, but no fractures were found.